Event description:
The patient contacted animas on (B)(6) 2012 reporting experiencing elevated blood glucose levels to 23 mmol/l with nausea, vomiting, shortness of breath, abdominal cramps, chest pain, fatigue, and irritability. The patient reported treating with an injection and her blood glucose was starting to decrease. The patient reported receiving 5 loss of prime warnings since the night before. The patient reported that the last site change was (B)(6) 2012 at 8:30 am which was painful on insertion and had a stinging sensation when insulin was delivered. The patient confirmed disconnecting, priming, and resuming pump therapy each time but loss of primes continued. The patient stated that the loss of primes seem to start after dropping a suitcase which caught the pump and the cartridge cap popped off. The patient reported inspecting the cap and finding that there was a space on the one side of the cap where the cartridge was "not sealing". Customer support advised the patient to change the site if painful upon insertion or stinging on delivery as this could be an indication of an issue with the site. Customer support also advised that the loss of prime warnings appeared to be related to occlusion alarms and the damaged cartridge cap. This report is made based on the allegation that the patient experienced hyperglycemia associated with loss of prime warnings attributed to occlusions and a damage cartridge cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: 09/04/2012 device evaluation: the pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: review of the black box did not reveal any loss of prime warnings and the force readings were observed to be normal. There was no data in the black box from the time of the alleged prime issue due to continued use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load and prime sequence was performed successfully with no alarms. A force sensor calibration test showed the sensor was detecting correct force. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The cartridge cap that was returned with the pump for investigation was able to be attached to the pump securely. On examination, there was no damage to the cartridge cap or the cartridge compartment.